Event description:
It was reported that the plunger in the unspecified bd plastipak¿ syringe was "stiff" and difficult to move. The following information was provided by the initial reporter: "the other issue we have is with the bd plastipak 20/30 ml syringes. We have noticed that there are variances in stiction of these syringes with some supplied syringes having a very stiff plunger. This could also be a factor in false occlusion alarms. We cannot tie this down to just a batch issue so it might be a quality control problem."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the plunger in the unspecified bd plastipak" syringe was "stiff" and difficult to move. The following information was provided by the initial reporter: "the other issue we have is with the bd plastipak 20/30 ml syringes. We have noticed that there are variances in stiction of these syringes with some supplied syringes having a very stiff plunger. This could also be a factor in false occlusion alarms. We cannot tie this down to just a batch issue so it might be a quality control problem."